Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 581 mg/dl. The customer was experiencing symptoms of heart burn in chest and discomfort in the eyes. Customer reported that they a backup plan available. The customer was treated with pump and manually. The customer was assisted with performing the high pressure test and the pump did not detect alarm. The customer found out through the troubleshooting that there is absence of no delivery alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.